Event description:
The device was used during a protectomy with an ileo-rectal reservoir and ileostomy due to cancer, the initial procedure was in 2001. Reportedly, after the surgery, the pt experienced a pelvic abscess. The surgeon returned the pt to the operating room 6 months later for a re-operation. A round piece of the instrument was found and removed.